Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient said she had taken something for pain.  No further complications were reported/anticipated at this time. Additional information was received from the patient. They reported that she has not been feeling well and has been sick to her stomach. The patient also mentioned that she has been retaining urine since the trial started. Patient had her bandages changed today. On (B)(6) 2022 patient reported they had their bandages changed on wednesday.